Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in battery from 43% in (B)(6) 2021 to most recently at 12% in (B)(6) 2021. Premature battery depletion was alleged. A review of the device data by engineering confirmed that the power consumption of this device was increasing in a gradual fashion and premature battery depletion was confirmed. Engineering also discussed the replacement window for this device. The device remains implanted to date. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in battery from 43% in (B)(6) 2021 to most recently at 12% in (B)(6) 2021. Premature battery depletion was alleged. A review of the device data by engineering confirmed that the power consumption of this device was increasing in a gradual fashion and premature battery depletion was confirmed. Engineering also discussed the replacement window for this device. The device remains implanted to date. No adverse patient effects were reported.